Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain at the implantable neurostimulator (ins) site as the device was "sticking out". Surgical intervention was undertaken and the ins was explanted and replaced. In addition, the ins was relocated to a new location.